Event description:
The stent/balloon catheter was advanced to the lesion, which was difficult to reach, and the stent deployed. The physician did not feel he could get another balloon to the lesion and decided to use the delivery balloon for post placement dilatation. The balloon ruptured upon inflation. An attempt to remove the balloon was unsuccessful. The physician then pulled back on the catheter with such force the distal portion separated. The pt was already in cardiogenic shock and not good hemodynamically. The pt subsequently expired; however, the device was not believe to have caused or contributed to the pt's death. The difficulty encountered was believed to be the result of poor placement technique.